Event description:
I had a facial injectable filler called restylane injected one side of my mouth for a laugh line. I was told that the filler would only last 4-6 months and it would dissovle. I have had a lot of health problems since this injection and nothing to point these problems to. It has been 4 yrs and this product of something is still in the same place. I know it's there because I feel it. Is there any way to find out what is under my skin. I thought it would be long gone by now but it feels like putty, just the same as when it was put in. I am curious what would still be in my face this long after the fact and can the product be extracted and tested? Please let me know something soon as I have another dr. Appt. Next week. Dates of use: 2004. Diagnosis or reason for use: wrinkle filler. Event abated after use stopped or dose reduced: no.